Event description:
It was reported that during a prostate procedure the laser system turned off and restarted twice. The physician revered to an alternative surgical procedure turp to complete the case. Patient outcome: "no harm; patient condition ok".